Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured aneurysm located at left internal carotid artery, c6 segment with a max diameter of 4 mm and a 4 mm neck diameter. It was noted that the patient's vessel tortuosity was severe. The landing zone was 3.6 mm distally and 3.9 mm proximally. It was unknown if a dual antiplatelet treatment (dapt) was administered. It was reported that intraoperatively, under the guidance of a micro-guidewire, a microcatheter was advanced to the m2 segment of the middle cerebral artery, and the selected ped2-400-16 was delivered in place. Upon retracting the microcatheter, the tip of the stent opened successfully. The microcatheter and stent were then retracted together with the intention of repositioning within the c7 segment of the internal carotid artery; however, during this retraction process, the stent slipped proximally to the neck of the aneurysm. The surgeon used the microcatheter to retract the stent and attempt a repositioning; upon a second attempted deployment, it was observed that the tip failed to open properly. Suspecting potential damage to the stent's tip, the entire assembly was withdrawn from the body for external inspection, which revealed minor damage to the braided wire at the tip. Concerned that further deployment of this stent could result in injury to the vascular intima, the surgeon elected to replace the device with a new stent to complete the procedure. The ped2-400-16 was subsequently returned. The pipeline was positioned in a bend at the middle section. More than 50% of the pipeline was deployed when it failed to open and was resheathed less than or equal to two times. There were no addition al steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.